Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported) and subsequently was treated with oral and topical antibiotics for 1 month (specific date not reported). The implanted device remains.